Manufacturer narrative:
The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no other complaints received for this reason in the previous 14 months, and there have been no other complaints for this lot to date. The product evaluation could not confirm the failure mode. Based on the information provided, we are unable to determine a root cause. This appears to be an isolated incident, with no trend observed. No additional investigation or corrective action is necessary at this time.

Manufacturer narrative:
One intraocular lens was returned for evaluation. The original packaging was not returned. The part number and serial number cannot be verified or determined. However, the lens does have the appearance of the reported device. Particulates, saline dentrites, dried solutions and what looks like dried blood are visible on the optic. Visual inspection found one haptic torn off. Functional testing cannot be performed due to the condition of the returned lens. The product evaluation could not determine the cause of the damage. Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately four years post implant, the patient experienced a poorly tolerated anterior chamber intraocular lens in the left eye. Haptics were at 3 and 9 o'clock, but digging into the ciliary body and peripheral iris causing glaucoma and cystoid macular edema (cme). Seven and a half years post implant, the lens was explanted and replaced with a scleral fixated lens, goniosynechialysis, goniotomy, and intrascleral haptic fixation of the left eye. In the surgeon¿s opinion, the likely cause of the event was the placement of anterior chamber lens. The patient¿s current prognosis & treatment was reported to be "excellent."